Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused too quickly during programming/setup at therapy. The device was used to infuse amino acids at a programmed rate of 70.6 ml/h. The infusion bag reportedly contained approximately 100 ml of overfill. The bag was observed to be empty approximately 1.25 hours prior to the expected end time, resulting in the patient receiving a greater volume than prescribed over a shorter duration than intended. The patient was connected to the device during the event. A temporary patient impact requiring medical intervention was reported. The reporter indicated a similar issue had occurred on a previous day. No additional information is available.